Manufacturer narrative:
(B)(4). Visual review confirms the inferior tang is broken off the instrument, and the superior tang is bent, consistent with bend stress overload. Microscopic examination of the fracture surfaces reveals a fairly tortuous fracture, with no indication of fatigue. The morphology and location of the fracture surface is consistent with excessive bending force. The above observations are consistent with misuse due to bend stress overload, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that after a peek implant was implanted into the patient, it was noticed that one of the metal prongs on the inserter was broken off. The broken off piece was stuck in the implant. A micropituitary was used to remove the broken metal piece from the implant. The procedure was proceeded without other complications.